Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was programmed on high for segm trigger priority for high ventricular rate. Despite this, there were no segms recorded and the count continues to increase. Since the patient was asymptomatic, no further action was taken.